Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress was applied to distal end by hitting, dropping, or etcetera (etc.) Which may have led to occurrences of the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was very minor contamination at the hinge point of the forceps elevator of the evis exera ii duodenovideoscope, which could not be removed by the customer. The reported issue was found during maintenance of the subject device. There was no patient or user injury reported due to the issue.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (minor contamination at the hinge point of the forceps elevator) was not confirmed; however, foreign material was observed on the light guide (lg) rod lens, and the lg lens glue was chipped. In addition, service found the charge-coupled device (ccd) lens glue was chipped, fibers of the lg bundle were broken, and the bending section cover (a-rubber) glue was separated. The grip unit, switch box unit, and universal cord were scratched. There was play in the up/down and right/left knobs. The image was grainy and there were white dots on the image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.